Manufacturer narrative:
Age at time of event 18 years or older. Returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 32.4cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 05-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and < 90 degrees bend. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced but failed to cross the lesion due to calcification and highly fibrosis. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft detachment.